Manufacturer narrative:
Gtin/UDI number for item 10010454, lot 16125875 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vague complaint of a leak at filter while infusing unspecified medication. Although requested there is no other additional event details provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak from the filter while infusing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection of the extension set under magnification it was noted that there was a slight tear in the membrane of the filter at the location of the filter vent closest to the filter¿s intake section. Clear liquid was observed in the primary set¿s tubing, filter, and drip chamber. No other anomalies were observed on the set. Functional and pressure testing confirmed leaking from one of the filter¿s vents. The root cause of the leak was identified a tear in the filter membrane near vent closest to the filter¿s intake section. The root cause of the damaged membrane is unknown.